Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the part of the infusion set's tubing that connects to her site broke off. At the time of the incident her blood glucose level was 325 mg/dl. Further, there was no damage when the package was first opened. No further information available.